Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced a recurrent cellulitis infection at the abutment site and the patient was treated with oral and topical antibiotics (date not reported). Revision surgery in order to convert the patient to a subcutaneous baha implant system is planned; however has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. This report is submitted on november 06, 2018.